Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the laparotomy with duodenal perforation, small intestine decompression, intestinal adhesion release, and abdominal drainage under general anesthesia intubation. The patient¿s incision had exudation and surrounding redness. After the incision was opened, about 20ml of light red fluid flowed out, keeping the incision drainage unobstructed. Imipenem and cilastatin were used for anti-infection treatment. On the following day, cefoperazone sodium and sulbactam sodium were used for anti-sensitivity treatment dye. On fourth day, the whole incision of the patient was split and sutured in two stages. During the surgery, the fat of incision presented granular necrosis and granulation tissue edema was obvious. After the surgery, cefoperazone sodium and sulbactam sodium were used for anti-infection. However, six days after the surgery, cefoperazone sodium and sulbactam sodium were stopped to keep the incision drainage unobstructed. The drainage tube was removed on ninth day after the surgery and the patient was discharged four days after.